Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced a reader position issue resulting in no telemetry with mycarelink, and there was an unsuccessful daily wireless audit. Additional issues included telemetry not working with the device repeatedly beeping, the progress bar stopping and not completing during a transmission attempt, and the progress bar not starting during a subsequent attempt. Troubleshooting steps included adjusting the position of the reader, power cycling the monitor, placing a dry washcloth, verifying the absence of nearby electronics, and repeating transmission attempts. The progress bar started to complete but then stopped, and the reader began beeping; on a subsequent attempt, the progress bar did not start. The patient management database confirmed that the remote monitor did not have any successful automatic transmissions since the date of the call. The patient was referred to a clinic. The icm remains in the patient. No patient complications have been reported as a result of this event.